Manufacturer narrative:
Correction to regulatory report # 3004209178-2025-18548: e2403 incorrectly included. Removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that the controller was not charging, and they were seeing 'no device found' message since last week. Patient confirmed that the implant was charged at 100%, but the controller would not charge. Patient stated that the recharger was plugged into the controller. Agent had patient unplug the recharger from the controller and reset controller with ac power supply. Patient stated that they saw a blue screen and agent had patient reinsert the battery pack into the controller. Patient then got a message 'memory problem. Data has been lost.' Agent reviewed with patient the meaning of the error message. Patient was having a hard time going through the troubleshooting steps and stated they needed to go somewhere. When agent tried to explain the reason for troubleshooting, patient got escalated and requested to have their implant removed instead. Patient stated that they thought they could just send the device for repair, or have it replaced but they stated it looked like it was not the case. Patient mentioned that they were having too much trouble with the device, and the implant was not doing any good at all. Agent redirected patient to their doctor regarding implant removal statement. Agent also offered a call back, but patient refused, and they didn't want anybody to call them back. The issue was not resolved. Additional information was received from the patient (pt). When asked to clarify if there was a device or relief concern, the pt noted they don't know for sure. Pt noted that when they charged it, if it started working they do not know if it is helping or not, but they hope so. Pt reported they still have pain. Pt reported the cause is unknown, and noted that it started charging and the issue is resolved. The pt reported they don't think the implant is doing any good. Pt noted it is charging now, but the pt doesn't feel anything on their left side. The cause is unknown, but they don't think it is doing any good.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.